Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out. As a result, the balloon would not remain inflated. A replacement device was used for the procedure. In the same procedure when the harvester had completed the dissection, the device was withdrawn and the staff noticed that a big piece of the dissection tip was missing from the base. The harvester went back in look for the broken piece and retrieved the piece out from the original incision. There was no add'l intervention required. The hosp did not report any pt complications. This report is for the second device "dissection tip".

Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. A piece of the body had broken off from the proximal end and it was missing. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.